Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent appeared shorter than expected. Vascular access was obtained via the left brachium. The 100% stenosed chronically occluded target lesion was located in the non calcified and moderately tortuous right common iliac artery (cia) extending to the external iliac artery (eia). A 035/300 non bsc guide wire was inserted and a 100cm 4fr jb1 diagnostic catheter was advanced. The marker bands of a 4.0x40 wanda balloon catheter were used to measure the length of the lesion which was noted to be 5-6cm. Pre-dilatation was performed with the wanda balloon. The 8x47x135 wallstent iliac endoprosthesis was deployed and the physician noted that the stent was shorter than expected. The lesion was not adequately treated, therefore, a 10x39x135 wallstent rp was implanted overlapping the first stent proximally. Post-dilatation was performed with a 7.0x40 wanda balloon catheter inflated to approximately 5-12 atms with an unknown number of inflations. There were no additional patient complications reported and the patient's status is good.